Event description:
An attempt was made to deploy a 2.25 mm diameter x 12 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to a bifurcation left anterior descending/diagonal lesion through a stent in the left anterior descending. The physician could not pass the stent through the struts and pulled it back. It was noticed that the stent had come off the balloon and was stuck in the tuohy-borst. The stent was retrieved and was quite mangled. The physician did not feel that there was anything unusual about the anatomy of the case. It was a non-tortuous vessel with no lesion calcification. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results/conclusion: (stent became damaged when pasing through a previously deployed stent), (stent deformation). Product eval: the device was returned. The hypotube was severely bent, wavy and kinked approx at 64cm and 98cm distal to strain relief. Inflation lumen was kinked at approx 8.3cm proximal to balloon bond. Guide wire inflation entry port was slightly torn and the inflation lumen was damaged. The tip was damaged and stretched. The crimp baked impressions were evident on the balloon. The stent was severely damaged and deformed and none of the stent segments were intact.